Event description:
This lv lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2018 due to swelling and infection. No known physician and facility given. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).